Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number, serial number) is unknown; no information provided to date.

Event description:
It was reported that a pump turned off randomly for an estimated 3-4 hours. It is unknown exactly when the pump turned off. The patient was experiencing some side effects of general "not feeling well". This is a continuous infusion of treprostinil 64ng/kg/min for pulmonary arterial hypertension (pah). The event occurred while in use with the patient. The patient was able to switch to another pump and continue infusion. Additional information was provided that the patient was being admitted to the hospital with shortness of breath; and was being observed.